Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6), and the reported events could not be conclusively determined through this evaluation. (B)(6), was not explanted for evaluation and no autopsy was performed. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. H) lists multiple forms of organ failure and death as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event. Section h6: health effect - clinical code e2342 multiple organ dysfunction syndrome.

Event description:
It was reported that the patient passed away on (B)(6) 2020, due to multisystem organ failure. The outcome was not device or therapy related.